Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient; the clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip delivery system was difficult to retract into the steerable guide catheter. Difficulty removing the clip delivery system has potential of injury. This was a mitraclip procedure performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4 via direct right atrial access, mini-thoracotomy. The patient anatomy was challenging. The steerable guiding catheter (sgc) was advanced into the right atrium; it was noted on fluoroscopy that the distal portion of the sgc was kinked. During retraction of the clip delivery system (cds) into the sgc, the clip got caught on the steerable guide tip. Standard trouble shooting was performed to remove the cds from the tip of the sgc and a tear was noted on the sgc tip. The sgc was replaced with another sgc. The same cds was advanced to the mitral valve, steering was challenging due to the patient's rotated heart and the clip got caught in the chordae. Standard troubleshooting was performed to free the cds and the clip was successfully deployed in a1/p1 leaflet segment. At the end of the procedure mr remained unchanged at grade 4 with the one clip implanted. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. The patient will have a consult for possible mitral valve surgical repair or replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported clip caught on guide tip appears to be related to the reported kink in the steerable guide catheter (sgc). Furthermore, the reported difficulty positioning resulting in clip getting caught on chordae appears to be related to the challenging patient anatomy, such that it was difficult to position the clip adequately. A definitive cause for the unchanged mitral regurgitation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.